Event description:
The account alleged that the bed exit alarm was broken. No patient impact.

Manufacturer narrative:
The service technician found the bed exit alarm was functioning as designed. The staff just didn't realize it doesn't alarm until the patient is out of the bed, user error.